Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced lead perforation. The rv lead was explanted, and a new lead with the same model was implanted. No additional adverse patient effects were reported.